Event description:
The patient presented in-clinic after experiencing episodes of inappropriate shocks in response to supraventricular tachycardia. The device was reprogrammed to avoid any future inappropriate therapy. The patient was in stable condition.